Event description:
The customer contacted heartsine to report that their device was powering on and off automatically. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon receipt the device was observed switching on and off with no user input. The investigation attributed the reported fault to a flat on/off button dome. The fault could not be replicated when the dome was replaced. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The customer contacted heartsine to report that their device was powering on and off automatically. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.